Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event.  The device has been returned, but not yet evaluated.  Further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were receiving no delivery alarms around the time the reservoir got to 200 units. The customer reported that they had a high blood glucose level. The customer¿s blood glucose level was 483 mg/dl. The customer stated they were at work and did not have time to troubleshoot the insulin pump and she would call back again. The product was returned for analysis.

Manufacturer narrative:
Findings: evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test follows: reservoir filled with, and connected to a new infusion set. Installed reservoir and connector into a insulin pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.